Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Litigation papers allege that patient has experienced persistent pain and discomfort in hip which has increased over time; weakness; difficulty sleeping, and difficulty with activities of daily living, such as standing after being seated. Additionally, it is alleged that patient has extremely elevated levels of cobalt and chromium in their bloodstream.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.